Event description:
It was reported the PICC tray scalpel showing physical abnormalities. No patient involvement identified before using in patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a discoloration on the scalpel is confirmed but the exact cause remains unknown. Two photo samples of a scalpel and an outer cardboard powerpicc packaging were provided for evaluation. The first image depicts a scalpel with an advanced blade. The blade appears to have dark spots of discolored regions along the sharped blade edge. The image of the packaging label indicates lot: regw3465. No apparent damage on the cardboard packaging was noted. The characteristics of the discoloration could not be clearly inspected to determine the cause; however, based on the information provided, possible contributing factors include environmental storage conditions and corrosion. Since discoloration on the scalpel blade was noted, the complaint is confirmed, but the exact factors resulting in the event remain unknown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the PICC tray scalpel showing physical abnormalities. No patient involvement identified before using in patient.